Event description:
A malfunction alarm occurred during the pump loading process, prompting the need for assistance. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by instructing them on the proper loading technique for a new cartridge, but the alarms persisted, leading to the decision to replace the pump. The customer was guided to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. Additionally, the customer received instructions on putting the pump into storage mode and was advised to return the problematic pump within ten days using a pre-paid label.